Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer was instructed to reset the pump to resolve the issue. Multiple attempts were made by tandem technical support to further troubleshoot the issue, however no response was received. There was no adverse impact to the customer¿s blood glucose level.